Event description:
The customer received a reading of 4.7% on the a1cnow kit. His reading in the lab was 5.7%. The difference between the tests could be clinically significant. No adverse event was alleged. Product is not expected to be returned. A new blood glucose testing kit was sent to the customer.